Manufacturer narrative:
(B)(4). The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08695 inches. Detailed trace analysis shows that pump alarmed low battery and then power error alarm was triggered when backup battery loaded voltage (loaded v lith) was less than 3.5 v for 4 consecutive hours due to connector resistance at j6 /pcb 1. The loaded voltage (loaded v lith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 /pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted. Pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call, that the pump alarmed power error detected alarm. The blood glucose value was unknown at the time of the incident. Troubleshooting steps were guided for power error detected alarm. Customer reports pump has not been exposed to temperatures below 5 degree celsius. Customer previously called to report power error detected. Power error detected recurred within a week of troubleshoot previous occurrence. Customer advised to discontinue the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.